Event description:
As reported by the user facility: brief inquiry description: chemo leaked from extension set onto patient. Detailed inquiry description: patients extension set separated from the piv and blood and chemo leaked onto patient. Patient had docetaxel chemotherapy infusing when the cap on the IV catheter became disconnected from the extension tubing on the patient's piv. Patient's piv then back flowed blood all over the patient, the infusion chair, and the floor. The chemotherapy that was infusing when the cap became detached, leaked onto the patient's skin, the infusion chair, and the floor. Patient put on her call light when she noticed her IV was bleeding. When writer walked in the room, immediately clamped patient's piv to stop it from further bleeding and stopped the patient's infusion pump to stop further chemotherapy from leaking all over. Chemo spill kit was then obtained, and the chemotherapy was cleaned up per protocol. Cleaned up the blood on the patient, chair, and floor, and washed patient's arm with soapy wipes where the chemotherapy came into contact with her skin. Offered patient hospital gown and pants to wear. After chemo and blood clean up. Infusion was restarted with no further issue. Instructed patient to monitor her skin for any adverse reactions and let triage know if she develops any issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for evaluation. The photo was evaluated, and it did not offer evidence to the defect reported, therefore no further investigation could be performed. The defect reported was not confirmed. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.